Manufacturer narrative:
(B)(4).

Event description:
It was reported that a synchromed ii pump memory error had occurred. The issue occurred during an update and interrogation of the device. Further interrogation indicated the pump went to stopped mode. A pump memory alarm did not occur, and was not indicated within the logs. It was noted that the pump was re-interrogated and programmed to the correct infusion mode, and all programming was confirmed. Pump had been successfully updated. The drug/compound used in conjunction with the pump is unknown. No patient symptoms were reported.